Event description:
It was initially reported by the treating facility that the pt's frequency appeared to have been changed from 20 hz to 30 hz. It is unclear at this time if there was an inadvertent change in the settings, but review of the MFR's programming history indicates that the pt has had a history of being programmed to 30 hz. Good faith attempts to obtain further info from the treating physician's office have been unsuccessful to date.